Event description:
Rn rotating nasal alar site when they discovered a small dark spot under spo2 device. Mottled/ dusky skin. On pressors. Woc placed. Unstageable pressure injury developed from on inferior aspect of the nose/nare.